Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other eight proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with a proglide device were attempted in the mildly calcified left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 20fr. Reportedly, the foot plate was not deploying correctly. Eight additional proglide devices were used with the same results. Surgical intervention was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to deploy the foot could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.